Event description:
It was reported that during coronary angiography it was noted that the patient¿s heart rate was below the programmed lower rate limit of the implantable pulse generator (ipg). The device was interrogated and showed that it had tripped elective replacement indicator (eri) three months earlier. The patient felt lethargic with low heart rate. The device was now at end of life (eol) with no output and the impedance on the right ventricular lead was low. It was also reported that the estimated device longevity in (B)(6) was 3-5 years and it reached eri one month later and there was a lead warning. The device was explanted and replaced and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device found a high current drain condition due to current leakage in a tantalum capacitor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.